Event description:
The customer reported the system was unable to product fluoroscopic x-rays, rendering the system inoperable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A pin on one of the system's connectors was repaired. The system was then found to be operating as intended.